Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated accutni result generated by the unicel dxc 600i synchron access clinical system for one patient. A patient sample was tested for accutni and a result of 0.56ng/ml was obtained. Upon repeat the next day, this sample gave a result of 0.02ng/ml. A second draw from the patient gave a "normal" result. The erroneous result was reported outside the laboratory. There was no effect to patient or user with regard to this event.

Manufacturer narrative:
The sample type was plasma lithium heparin. Qc tested prior to and following the event resulted within established ranges. Customer reported to customer technical support (cts) that no errors were posted to the event log near the time of event. The customer admitted to cts that they were a week late in performing weekly maintenance. Per instrument manual, not performing weekly maintenance per recommended schedule could lead to dirty aspirate probes which may affect the quality of the system wash function. Service was not dispatched regarding the event as service was declined by the customer. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.